Event description:
Per the clinic, the patient experienced skin sensitivity and burning sensation due to prolonged usage which leads to device non-use. Subsequently, the device was explanted on (B)(6) 2024 under general anaesthesia. The patient was reimplanted with a transcutaneous osia implant system attached to a new internal fixture during the same surgery.